Event description:
It was reported that the pump was to be replaced on 2014 (B)(6). The device manufacturer representative didn¿t know why it was to be replaced. The device system was used to deliver baclofen. It was later reported that the surgery occurred to reposition the pump in the patient¿s body but when the catheter was removed from the pump, there was no csf (cerebrospinal fluid) backflow. The health care provider (hcp) reportedly tried many ways to initiate csf flow but was unsuccessful so the catheter was replaced and found to have ¿black substance on the holes of the tip of the catheter/occluded¿. The pump had no audible alarms and was also replaced due to the hcp being concerned with the quality of the drug/affecting the pump also. The daily dose of drugs were dropped back from baclofen 2000ug/ml 875ug/day to 525ug/day and morphine 20mg/ml from 8.748mg/day to 5.253mg/day. The patient reportedly stayed inpatient a few days post revision. It was reported, the dose had been dropped ¿quite a bit also¿. The patient went home and was doing ¿ok¿ now according to the device manufacturer representative. The pump and catheter were returned for analysis. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8709sc, lot# n201572012, implanted: 2009 (B)(6), explanted: 2014 (B)(6); product type catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Returned for analysis was the pump and the catheter. Analysis of the pump revealed no anomaly, normal device function. There was motor stall recovery in the logs. After doing further analysis nothing significant that may cause the motor stall was found. As received, dark foreign material was seen in the most proximal of the dispensing holes of segment 2 of the returned catheter. When initially tested for patency, an occlusion was seen but the occlusion was easily broken loose. After decontamination the dark foreign material was no longer in the most proximal set of dispensing holes but the catheter was still discolored in this area.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.